Event description:
It was reported that a pt underwent an exploratory laparoscopy procedure on (B)(6) 2010 and suture was used. The needle broke at the swage when the nurse passed it to the surgeon before it was used on the pt. The nurse had grasped the needle around the swage with the needle holder. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.